Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The site ((B)(6), germany) reported an adverse event. Clinical adverse event received for deep infection: device (relatedness): yes. Procedure (relatedness): yes. Date of event: (B)(6) 2022. Date of implant: (B)(6) 2024. Treatment/impact: prophylactic antibiotics administered. Depuy synthes products used: catalog number: 02.221.174s. Device related: possibly related. Procedure related: possibly related. Date of event: (B)(6) 2022. Date of implant: (B)(6) 2022. Treatment/impact: revision, exploration, taking of microbiological samples, debridement, jet lavage, insertion of 2g vancomycin and 2g meropenem, reconstruction of the fascia, wound closure. Depuy synthes products used: catalog number: 02.221.174s (va locking attachment plate 3.5; 4 holes; stainless steel - sterile). Component type: locking plate. Description: dps - lcp locking attachment plate (lap). Catalog number: 02.221.123s (va-lcp ppfx proximal femur plate 3.5/4.5/5.0; 10 holes; mm; stainless steel - sterile). Component type: plate. Description: dps - va-lcp ppfx proximal femur plate 3.5/4.5/5.0. Catalog number: 223.671s. Component type: plate. Description: lcp stahlplatte 18-loch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.